Manufacturer narrative:
B3: the date of the event was approximated to (B)(6) 2025 based on the date the manufacturer became aware of the event. H6: imdrf device code a150103 captures the reportable event of clip premature deployment during a procedure at an unknown location.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a procedure performed on an unknown date. The anatomy location is unknown. During the procedure, the clip misfired. The procedure was completed with an alternative device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. No further information has been obtained despite good-faith efforts.